Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using 10 ml bd posiflush¿ normal saline syringe that on the inside of the master case the vendor number is different than outside of the master case. The following information was provided by the initial reporter: just wandering how we are supposed to know the difference once this product is outside of its master case, because on the inside of the master case the vendor number is different than outside of the master case. This is going to be a problem for our mis-picks, because these will probably be put back into the wrong item code. We will need some kind of way to tell these apart, to keep from sending out the wrong item to the customer. Thanks.

Manufacturer narrative:
H.6 it was reported on the inside of the master case the vendor number is different than outside of the master case. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show the shelf box label. One of the labels has the catalog number 30654678. This could occur if, at the distribution center, the customer order was fulfilled with this catalog number. A device history record review was completed for provided material number 306546, lot number 2077322. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using 10 ml bd posiflush¿ normal saline syringe that on the inside of the master case the vendor number is different than outside of the master case the following information was provided by the initial reporter: just wandering how we are supposed to know the difference once this product is outside of its master case, because on the inside of the master case the vendor number is different than outside of the master case. This is going to be a problem for our mis-picks, because these will probably be put back into the wrong item code. We will need some kind of way to tell these apart, to keep from sending out the wrong item to the customer. Thanks.